Event description:
It was reported that multiple intermittent occlusion alarms occurred. Supply changes were performed to resolve the issues. Customer's blood glucose level was at or below approximately 400 mg/dl..

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.